Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. The field service engineer inspected mini drawer 1.13 and found that it was closed, but when pushed in, it opened again. The fse accessed the rear of the unit and observed that the red emergency-release lever was fully closed. The fse then popped out all trays in row 3 and was subsequently able to fully lock the lever. Afterward, all trays were fully locked, and each was tested in the hardware testing application. All tests passed successfully and all failures were cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es morphine drawer 1.13 mini tray does not close properly. The drawer bounced back and failed, but it closed successfully after performing a system recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.